Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
It was reported the system displayed an x-ray disabled error message. It is likely this system failed to generate x-ray. There are no reports of pt injury or death associated with this event.